Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor had low sensor readings. The customer stated that the blood glucose was 83 mg/dl and the sensor glucose was 40 mg/dl. Insulin delivery was suspended due to sensor glucose and blood glucose difference values. The customer stated that difference between sugar glucose and blood glucose is 43 and is out of target range. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.